Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
The patient experienced worsening atrial fibrillation with rapid ventricular response, accompanied by lightheadedness and dizziness. It was reported that a farawave was selected for use. The patient presented to the emergency department with worsening atrial fibrillation with rapid ventricular response, accompanied by lightheadedness and dizziness. Electrical cardioversion was performed to restore rhythm. Diagnostic imaging, including, ultrasound, transthoracic echocardiogram (tte), and transesophageal echocardiogram (tee) was completed. The patient was admitted for monitoring and subsequently discharged the following day in stable condition.